Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they had low blood glucose. The customer declined troubleshooting for low blood glucose. The customer's blood glucose at the time of incident was 275 mg/dl and current is 85 mg/dl and 54 mg/dl. The customer treated high blood glucose with the bolus with insulin pump. The customer was neither hospitalized nor admitted for high blood glucose. The customer reported that the insulin pump received failed battery alarm and saw air bubbles. The insulin pump will not be returned for analysis.